Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated a low battery alarm and turned off. The iabp was connected to a/c power but it shutdown again. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative replaced the power supply ((B)(4)). The iabp was tested to factory specification. It functioned normally and was returned to the customer. No patient injury was reported.